Event description:
Oracle ro : 1173978 when infusing not working properly.

Manufacturer narrative:
No root cause or problem was found, pump is infusing as intended. No error which related to infusing problem was found in ehl. Occlusion test and syringe delivery test were performed multiple times and no problem was found during any of the infusion. Device was in good condition with no appearance of any physical damaged. Performed pm maintenance and all functional testing. Cleaned and greased pump.